Event description:
Boston scientific received info that this local representative contacted boston scientific's technical services (ts). It appears that the pt was found unresponsive by a family member. The local representative was unaware if external shocks therapy was delivered or if medications were given at the time of the event. Emts did provided cardiopulmonary resuscitation (CPR). The pt's medical history was significant for dialysis. Ts was informed that the pt had missed dialysis for approximately one week and had become hyperkalemic. Five stored episodes from the device were reviewed. Episode #1 shows therapy delivery associated with double-counting due to large t-waves and one diverted shock. Ts discussed the possibility that the large t-waves were the result of hyperkalemia. Shock delivery did not have any affect on the pt's heart rate. Episode #2 was untreated associated with significant signal disturbance (flat signal with rolling curves). Episode #3 shows therapy delivery (three shocks). The signals appear large prior to the first shock and there were more t-markers than complexes. Following the first shock, the signals appear smaller and sinusoidal. The local representative was informed that there was large deflection after the shock at 19 seconds of unk origin. The device paced at 24.6 seconds with an associated vector switch to alternate. The vector switched back after a couple of seconds. Episode #4 show shock delivery associated with small amplitude and sinusoidal signals and one diverted shock. Oversensing (double counting) was identified. Episode #5 shows shock delivery. The signals were small and of varying amplitudes. Following shock delivery, sinus rhythm is restored to a rate of approximately 100 bpm.

Manufacturer narrative:
The physician felt that the pt hyperkalemia caused the elevated t-wave amplitude resulting in double counting and subsequent inappropriate shock delivery. Boston scientific received info that the local representative was notified in mid-late on (B)(6) 2014 that the pt had died. The date of death was not reported. From the physician's perspective, the documented cause of death was attributed to ventricular fibrillation (vf). From the physician's perspective, hyperkalemia lead to the development of vf. However, the physician was unable to determine if the inappropriate shock caused vf. The device will not be returned to boston scientific for laboratory testing.